Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for treatment of an acute myocardial infarction. Initially, the procedure was approached via the right common femoral artery (cfa). A terumo long sheath was inserted, but the guidewire would not advance because of the spirally curved right cfa. The physician decided to not use the right cfa approach. An angio-seal was deployed in the right cfa puncture site and hemostasis was achieved. The procedure was then initiated via the left cfa. The puncture site was distal to and very close to the inguinal ligament. A 6f (24cm) super arrow-flex sheath was used because of the very tortuous artery. Another angio-seal was used to seal the left cfa. The compaction marker was exposed 1-2mm. When the suture was cut, a fist size hematoma was formed at the puncture site. Manual compression was applied for 15 mins, and a gauze roll was applied to compress the puncture site. The pt was kept on complete bed rest. That evening the gauze roll was removed and the pt was allowed to move on the bed but instructed to not bend the leg. Twenty mins later, a large hematoma formed and the pt went into shock. The pt's blood pressure was in the 70's and hemoglobin at 10. Two units of blood were transfused to maintain the blood pressure. Two hours later a CT scan confirmed there wasn't a retroperitoneal hematoma present. The next morning, the pt was reported to be in stable condition. Two days later, the pt continued to be in stable condition. The pt is reported to be in stable condition and recovering, and was still hospitalized.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.